Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, since there are no physical samples or photographic evidence to verify the condition of the syringe. It is important to mention that no quality events related to the reported defect were found in the batch record during the product¿s manufacturing process.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had a syringe needle connectivity issue, the following information was provided by the initial reporter: material#: 309657. Batch#: 4319925. Verbatim: rcc received a complaint via email. Describe event: ma giving b12 injection- needle disconnected from syringe and medication came out item# 309657. Batch# 4319925. Additional information provided; 1. Kindly provide the date of event. - 07/21/2025. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None to provider/staff or patient; patient just did not receive all of the b12 medication.